Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute integrity drug eluting stent was implanted in the rca. Approx. 35 months post index procedure, two integrity bare metal stents were implanted in the cx. One day post implant of the integrity bare metal stents, troponin elevation was reported. Cec adjudicated the event as non-q wave mi of the non-target vessel.